Event description:
It was reported that t:slim x2 pump battery would not charge and charging connection was not recognized despite using recommended wall adapter and cable and leaving pump plugged in for extended period. There was no reported impact to the customer¿s blood glucose level. Customer tried different wall adapter with no improvement, then tried different charging cable, which allowed pump to begin charging using a non-tandem cable and tandem wall adapter, and customer was advised that non-tandem charging supplies should only be used for troubleshooting; tandem technical support arranged shipment of replacement tandem charging cable and no further assistance was required.